Event description:
The facility reported an infusion pump which was infusing the incorrect amount. Info regarding whether or not the device has been in use on a pt when this failure occurred was not available, no additional contact info was provided. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.